Event description:
It was reported that the customer received an altitude alarm after jumping into the pool. The customer removed and reinstalled the cartridge but was unable to clear the alarm. The customer's blood glucose level was not impacted and the customer indicated manual insulin injections would be used for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.